Event description:
It was reported via journal article the rotablator burr stuck in the vessel. The in stent restenosed target lesion was located in the right coronary artery (rca). During the use of a 1.25 mm rotablator burr inside a previously placed stent, the burr got stuck requiring surgical removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Literature citation: sulimov, ds et al. (2013). Stuck rotablator: the nightmare of rotational atherectomy. Eurointervention 9:251-258. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as MDR ID# 2134265-2013-05263. Same journal article as MDR ID# 2134265-2013-09174. It was further reported the patient presented with chest pain in (B)(6) 2002 and was found to have left anterior descending artery (lad) and right coronary artery (rca) disease. The patient underwent percutaneous transluminal coronary angioplasty and stenting of the rca. Six months later, presented again and was found to have in-stent re-stenosis of the rca. A rotational atherectomy catheter (1.25-mm burr) was used in an attempt to re-canalize the occluded rca. During this procedure, the catheter could not be withdrawn from the rca. The patient was urgently transferred to the operating room. The rca was opened for a length of 1.5 cm and the stent and rotational atherectomy catheter were removed. The rca was over sewn at this location, because its intima was badly damaged. A radial arterial graft was anastomosed to the posterior descending artery (pda), and the left internal mammary artery was placed on the mid-lad. The patient was separated from bypass with inotropic support and an intraaortic balloon pump. And was discharged on postoperative day 12.